Manufacturer narrative:
(B)(4). Date of occurrence estimated. Evaluation summary: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Event description:
It was reported that the stent of the 3.5 x 12 mm xience xpedition stent delivery system dislodged during removal of the sheath and mandrel. A small amount of resistance was noted; however, no force was applied during removal of the sheath and mandrel. The stent delivery system was not used and there was no patient involvement. A second 3.5 x 12 mm xience xpedition stent delivery system was then used to complete the stenting procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.